Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported experiencing shocks beneath the battery and they will randomly go down their leg. They added that they turned their device off, but they were still getting shocks even though they weren't as bad. As a result of what was reported, the call center emailed the field because the healthcare provider (hcp) instructed the patient to contact the manufacturing company. No further patient complications have been reported as a result of this event.